Manufacturer narrative:
This report was originally submitted via asr on report ID # (B)(4) in q4/2016 of the asr report submitted to the FDA on #e2011006, which was revoked on 10/02/2017. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. An initial asr report was filed on 10/28/2016 under FDA exemption number e2011006.

Event description:
Corresponds to the initial asr report submitted for exemption #e2011006. Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects were reported. The product was surgically abandoned. Additional information was received indicating that the patient noticed that a few days after implant the scar was redder than the initial pacer sutures and a couple of months after the post-operative site emitted pus. The patient was also experiencing pain. The product was surgically abandoned. Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Additional information indicated that the patient noticed that a few days after implant the scar was redder than the initial pacer sutures and a couple of months after the post-operative site emitted pus. In addition, the patient was also experiencing pain. The rv lead was surgically abandoned. There were no additional adverse patient effects reported.